Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 280, 120 mg/dl (first set) and 80, 240 mg/dl (second set). Tests were done within 10 minutes with difference of 71% (first set) and 89% (second set). Pt did not experience any adverse events. No further info has been reported.